Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Charge and boot tests were performed and passed. Functional tests were performed and passed. A sound "try it" test using the global communication tool was performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded foe review finding no error related to the complaint. The allegation was not confirmed. The probable cause was not determined. No injury or medical intervention was reported.